Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. During the deployment, it was necessary to reposition the occlusive hold several times. The operator reported feeling that the collagen was "dragging" and attributed this to blood in the sheath and continued with the deployment. At one point the operator felt unusual resistance which was followed by an easy delivery of the collagen. When the sheath was removed it was noted that approximately 1/4 of the distal portion of the sheath was missing, and it was torn on one side so it was difficult to assess how much of the sheath was missing. An x-ray and ultrasound of the groin were performed in order to visualize the missing portion of the sheath, but it was not visible. No patient complications were reported.